Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage ("fracturing of the implant") and pelvic pain ("pain"). The patient was treated with hysterectomy, surgery to remove the essure implant on (B)(6) 2014. Essure was withdrawn. At the time of the report, the device dislocation, genital haemorrhage, device breakage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage, device breakage and pelvic pain to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced migration of implant, heavy bleeding (seen as genital bleeding) and fracturing of the implant. These events are anticipated in the reference safety information for essure. Coils were removed approximately 8 months after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; or a device dislocation into the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown. Therefore, given the nature of these events, it was considered related to essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the exact time point and mechanism of breakage is also unknown. However, considering the nature of this event, causality between the events and essure was considered as related. This case was regarded as incident since intervention was required (hysterectomy). A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of implant') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage ("fracturing of the implant") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy, surgery to remove the essure implant on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, genital haemorrhage, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. On 18-oct-2017: summons received- case become potentially legal, reporter information was added. Product start date and stop date was updated. On 24-feb-2020: pif received. Reporter information were added. This spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced migration of implant, heavy bleeding (seen as genital bleeding) and fracturing of the implant. These events are anticipated in the reference safety information for essure. Coils were removed approximately 8 months after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; or a device dislocation into the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown. Therefore, given the nature of these events, it was considered related to essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the exact time point and mechanism of breakage is also unknown. However, considering the nature of this event, causality between the events and essure was considered as related. This case was regarded as incident since intervention was required (hysterectomy). A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint.the possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced migration of implant, heavy bleeding (seen as genital bleeding) and fracturing of the implant. These events are anticipated in the reference safety information for essure. Coils were removed approximately 8 months after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; or a device dislocation into the fallopian tube or into abdominal cavity. In this present case, the exact time point of dislocation is unknown. Therefore, given the nature of these events, it was considered related to essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, the exact time point and mechanism of breakage is also unknown. However, considering the nature of this event, causality between the events and essure was considered as related. This case was regarded as incident since intervention was required (hysterectomy). A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.